Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -09/1.5/091 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced with a shorter length lens intraoperatively on (B)(6) 2021 from patient's left eye (os) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown. Reportedly, the progress is good.